Manufacturer narrative:
Sections with additional information as of 27-mar-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples and DHR. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus 33g lancets. Customer stated that when he twists the protective cap, the cap does not come off from the needle, it stays stuck, and that the needle comes off from the lancet. Customer stated this happened with about 20 of the lancets. The package had not been open or damaged when received by the customer. The customer has been using the product out of the package for a few weeks. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - received 10 used lancets, cap has been twisted off and plugged back on; unable to ship to the manufacturer due to needle exposed. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.